Event description:
A system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3 of her automated peritoneal dialysis therapy. Reportedly, the home pt did not have the unused lines clamped off during therapy. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.